Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty to remove the catheter from the guidewire was not able to be confirmed; however, the deformation due to compressive stress was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove the catheter appears to be related to circumstances of the procedure. The returned catheter was noted to be kinked/bent throughout, which was the cause for the reported damage and contributed to the reported difficulty to remove the catheter from the guidewire. In this case, it is likely that the guidewire damage caused the reported difficulty to remove the catheter and resulting damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the right coronary artery (rca) lesion. However, the imaging catheter was difficult to remove. Therefore, the imaging catheter and the unknown guidewire (gw) it was on were removed as a single unit. The imaging catheter was noted to be kinked and folded over the gw. The procedure completed without using a replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.